Event description:
(B)(4). Luckily I work from home because lately my periods are not consistent on timing and flow but this one was to the point where I was dripping blood onto the floor with jeans on and huge clots. Very notice in the front of my jeans that I was so grateful I wasn't outside when it happened. My kids had to help. I had to call my supervisor to ask for a break to wash up.